Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the suite pc was shutdown automatically. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the suite pc shutdown automatically, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.